Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed recurrent infections at the implant site. Treatment with antibiotics (type not reported) was unsuccessful. The implanted device remains.